Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient's orders were not shown on the station, which resulted in a delay in patient care. The customer was able to undo the discharge of the patient and reconcile the incorrectly entered patient with the correct entry and the technical support specialist confirmed that the issue has been resolved. The system functioned as intended after troubleshooting the device.

Event description:
It was reported by the customer that the pyxis medstation es system encountered an issue where the patient orders were not showing on the stations. Further, the user was able to retrieve the needed medication from another medstation. This incident resulted in a delay to patient care and there was no patient harm. There were no adverse events or injuries reported based on this incident.